Manufacturer narrative:
(B)(4). Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defects were found with the device during evaluation, therefore we can confirm this complaint. It was found that the cup style washer was loose, there is a cut in the cable, the motor shaft is stuck, the resistance values of the keypad were out of range and that the housing handle was broken. The motor, motor cable and the hand control set were replaced along with the damaged housing handle and the device was repaired, tested and found to be fully functional. User mishandling is the most probable root cause of the broken housing handle and the cut in the motor cable. Also fluid ingress into the device is one possible root cause of the damage to the motor. However, given the information provided, we cannot determine a definitive root cause for the defective keypad of the hand control set. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 09/06/2017 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via phone that a fms tornado micro handpiece with buttons is defective. No patient consequences or surgical delay reported.